Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to infection and dislocation.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Claim letter alleged metallosis, synovitis, and luxation.. The patient was implanted a hip prosthesis (pinnacle cup and metal insert, and furlong hac stem) on (B)(6) 2006, following a diagnose of right "coxartrosis" with bad articular function. Patient was discharged on (B)(6) with no complications. Patient carried out a perfectly normal life after surgery, including moderate activities. There were actually no relevant symptoms until (B)(6)/(B)(6) 2010 when she started feeling pain on the right hip. The medical report mentions that x-rays (not provided) show no alterations regarding the prosthesis, although there is a reference in the medical records to a marked osteopenia at the femur level. There is also reference to a cyst formation. It was considered that these symptoms derived in an incapacity of the claimant and it was decided to carry out the revision surgery.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, laboratory result received for biopsy, it was stated that the material that was sent corresponds to synovial tissue and peripheral fibro-adipose muscular tissue. The synovium shows xanthogranulomatous inflammatory changes, with foamy macrophages, part of them loaded with metallosis, that is to say, fine blackish granules. There is no evidence of acute leukocyte inflammation at any point. There are multiple foci of fibrinoid necrosis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.